Event description:
The video output on the storz tower would not display during the procedure. We replace the light cord and camera but still unable to get an image to display. Called for assistance from the front desk but they still were not able to resolve the problem. We attempted to use another tower but still had issues bringing up an image. The surgeon had to manually visualize the procedure. After the procedure was complete the second tower was able to display an image when another nurse worked on the issue. The initial tower used still does not display an image. The serial number on storz video tower 6 is 96102. Removed that tower from or room and placed near the manager¿s office for further review.